Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place where the lead was explanted and replaced to address the issue. The second lead and ipg was electively replaced. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000116985. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.